Event description:
It was reported that catheter break was noted. An angiojet solent omni was advanced for treatment. During thrombectomy mode for about 5 seconds, it was noted that the mid-shaft was fractured and there was liquid leaking. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.